Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent as it was suspected that the implantable cardioverter defibrillator (ICD) did not delivery therapy. Upon a review of the transmission, it was determined that no arrhythmias were detected. It was further reported that the transmission showed small r waves on the right ventricular (rv) lead. The ICD and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed small r waves on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.